Event description:
The patient was seen in (B)(6) 2024 and the device was at 25-50% battery life. The patient was later seen in (B)(6) and was at 8-15% battery file. The patient was later referred for a battery replacement in december. A review of device history records showed that the generator both passed quality control inspection and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.